Manufacturer narrative:
The instrument was analyzed by the production department. The metal device is detached from the ceramic insert. The hook is loose, and the fragment was not received for evaluation. The soldered joint was found to be broken. The solder exhibit no unusual structural conditions. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Two similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. It is liable a mechanical overload situation led to the breakage. Most likely the soldered joint broke caused by high tensile force. The breakage of the device maybe the result of mechanical overload during use. The current failure rate is not within the risk analysis.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The tip of reusable electrode broke during second use of device. The metal tip broke in situ and was removed. Another electrode was available for use.